Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they had been going to the bathroom often. They had changed their patient programmer batteries prior to calling. They tried to sync with the stimulator, but saw poor communication with and without the antenna. The issue was not resolved through troubleshooting, and a replacement patient programmer was sent. The patient called back the following day and reported the same information; they had a loss of therapy and poor communication with the new patient programmer. They were having the same connecting issues. On the call, they received poor communication with and without the antenna. They were redirected to follow up with their healthcare provider's office. Additional information was received from the patient. They reported the same issue; they had received a replacement programmer and it still was not working.